Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a pericardial valve is tentatively scheduled for a valve-in-valve procedure due to aortic stenosis. Implant duration of the pre-existing surgical valve is approximately 11 years, two (2) months. No additional information was provided.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Event description:
Edwards received additional information that eleven (11) years, two (2) months post-implantation of this 25mm bioprosthetic aortic heart valve, a transcatheter valve was deployed (valve-in-valve) due to critical aortic stenosis. It was learned the patient was found to not be a candidate for surgical aortic valve replacement and underwent valve-in-valve intervention with a 26mm transcatheter valve. There were no complications and tee revealed no paravalvular leak. The patient was transferred to the civcu in stable condition and was later discharged on pod #3.